Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer received the kit, the strips gave satisfactory performance when tested with control solution and blood.

Manufacturer narrative:
The meter information was not provided, so the 510k number could not be determined

Event description:
The customer dicovered the cap open on one of the two bottles of contour next strips that came in a 100 count box. No adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer